Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The type of reportable event has been changed to serious injury to reflect the reported explant (surgical intervention performed). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The device was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-mar-21 reported the device will be returned when rep gets return mailer kit that was just ordered. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving dilaudid (hydromorphone) 3.0mg/ml for a total dose of 1.2991mg/day and clonidine 200.0mcg/ml for a total dose of 86.61mcg/day via an implantable pump for non-malignant pain and degenerative disc disease. It was reported on an unknown date the pump reservoir volume has varied from what the telemetry sheet reported it should be. It was unknown what factors may have caused, contributed, or led to the issue. It was noted that the pump was replaced on (B)(6) 2017. It was unknown if the issue was resolved at time of the report. It was noted that surgical intervention did occur as the pump was replaced on (B)(6) 2017. Patient's status was "alive-no injury." No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Analysis of the pump found that there were no anomalies with the device. (B)(4).